Manufacturer narrative:
No product has been returned for evaluation as product remains in situ. No radiographs or images were provided to confirm the alleged event. It is unknown if patient followed post operative restrictions or suffered a fall. Patient's bone quality is unknown. Labeling review: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." Warnings, cautions and precautions: "correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications." Product not returned.

Event description:
On (B)(6) 2019 a l1-2 extreme lateral interbody fusion with a bilateral pedicle screw fixation from t6-s1 was performed. On (B)(6) 2019 during a follow up visit a mild t6 compression fracture was reported. No revision surgery was performed. Treatment included trigger point injections for ongoing pain. No further complications reported.